Event description:
The account alleged the head portion of this bed dropped unexpectedly with the patient in the bed. Patient was not injured. Upon initial inspection, the account found the clevis pin that holds the head actuator in place fell out causing the section to drop.

Manufacturer narrative:
Repairs have not been completed.